Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were at the (B)(6) and the cgm was displaying 130 mg/dl. The patient decided to eat some (B)(6) to avoid his glucose levels going down lower. The patient stated the next thing he remembered was laying in the parking lot and emergency medical services (ems) was there. They indicated that his blood sugar was 37 mg/dl and had administered him with intravenous (IV) therapy. At the time of contact, the patient was doing okay. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. It was reported that the patient used an alternate blood glucose test site. Labeling indicates: alternative site bg values from your arms, palm of your hand, etc., may be different and less accurate than your finger stick bg values. Using alternative for calibration might affect sensor performance, resulting in you missing a severe low or high glucose event.